Event description:
An atrial lead revision was performed due to non-capture and non-sensing. The lead was successfully revised and remains actively implanted. Should additional info become available, this event will be updated.